Event description:
It was reported that following treatment of a sfa lesion, the shaft of the balloon catheter separated during the removal attempt, leaving the distal segment of the device partly inside of the femoral sheath. The entire separated distal portion was able to be retrieved from the patient with the removal of the femoral sheath. There was no patient injury.